Event description:
Litigation papers allege after surgical implant, patient began to suffer symptoms including but not limited to pain and lack of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 6/18/2014 - medical records received. Patient revised to address erosion of the femur. Upon revision, dark stained fluid, corrosion on the stem, granulomatous debris and tissue, necrotic tissue that was metal and hemosiderin stained, and a cystic area in the femur were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 07/07/2014.